Event description:
It was reported: "pt fell on his hip on a hard surface. Pt got up and started to walk and heard a 'pop.' His wife got his crutches and he went to the dr's office. The pt was admitted and revised in 2007. The ceramic was removed in pieces and a cocr head and poly liner were implanted."